Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in the proximal left anterior descending artery. An 3.5x16mm promus element plus stent was deployed at 12 atms. When the physician post dilated with an unspecified balloon, there was some axial shortening at the proximal edge of the stent. The physician post dilated again and at that point the stent was well apposed to the vessel wall but the stent still appeared shortened after post dilation. No further treatment was performed. A few days later, the patient was brought back to the cath lab complaining of chest pain but the stent was patent and looked fine. No additional treatment was performed. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).